Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off event on (B)(6) 2024. The set was in use for 2 days. Blood glucose levels were 218 mg/dl at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.